Event description:
It was reported that the right atrial (ra) lead threshold had increased on auto capture. The lead was not able to be tested manually as it was not sensing, and there was noise on the electrogram. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies reported. The analyst noted that all electrical and visual analysis testing was within specified parameters and that an in-vivo insulation breach or conductor fracture was not observed during analysis.